Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced a blood glucose (bg) issue and was hospitalized. No further details were provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced a bg issue requiring hospitalization and the pump could not be ruled out as a contributor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The pump passed all required testing for delivery accuracy. The alleged history settings issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.